Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after the implant, the patient experienced subcutaneous infection due to failure of the mesh, pain, the mesh had completely deteriorated and was no longer in place, was free-floating and abdominal abscess. Post-operative patient treatment included placement of wound vac, irrigation and debridement and mesh revision surgery.